Manufacturer narrative:
(B)(4). (B)(6). The sample was returned for evaluation filled with total parenteral nutrition. A visual inspection did not reveal any defects. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that there were fine thread-like fibers identified in a 250ml eva bag. The occurrence date is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.